Event description:
It was reported that while attempting to treat a bilateral common iliac lesion through a brachial approach the physician removed the stent from the delivery system and placed it onto another balloon dilatation catheter, (contrary to IFU). During balloon inflation the stent moved proximally off the balloon and onto the catheter's shaft. The balloon was pulled back into the the subclavian vessel where the stent separated. The pt was sent to surgery for stent retrieval. The pt is reported to be doing well.